Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where patient reported discrepancies between the sensor glucose (sg) readings and blood glucose (bg) measurement. The patient provided the following example. Date time sg value bg value a. (B)(6) 2025 5:30p.m.; 5-6mmol/l 1,9mmol/l. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on initial investigation analysis, the sensor performance had deviated from normal behavior. To further investigate the issue and to determine the root cause of the failure, a return material authorization (RMA) was issued to return the sensor.visual inspection of the returned sensor showed that a portion of sensor's chemical component was missing over the sensor's optics. This missing chemical component is most likely due to damage caused by excessive force applied by the removal clamps upon explant of the sensor and is unrelated to the customer complaint. This is not expected to impact functionality testing. Functional testing of the returned sensor did not reveal any malfunction. A further review of glucose data in dms showed instability in the reference channel. This instability could not be reproduced during the returned product analysis testing, and this may occur in some instances where the conditions that present itself in the body are not reproduced in the lab, such as the in vivo state of the sensor's chemical component. As part of resolution, the sensor was replaced. No further investigation was found necessary for this complaint. B4.date of this report 14 july 2025. D9 device available for evaluation? Yes on 16 may 2025. G3.date received by the manufacturer? 14 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.